Event description:
Report of leakage between a y-connector and IV tubing t-connector with clave port received. The pt was receiving "d10/.2ns" with electrolytes via pump infusion at an unspecified rate. The infusion had been hanging for 2-3 hours when the nurse noted IV solution leakage between the connection of the y connector (possibly mfg by argyle) and the clave port of the t-connector. The y-connector and t-connector with clave port were changed to solve the problem. No lab work was ordered and no pt harm was reported.